Event description:
It was reported the patient underwent a revision surgery due to previous issues ineffective stimulation. Intra-operative testing showed multiple invalid contacts on the lead. The physician noted discoloration on the lead at the contact site where the lead was plugged into the ipg, the lead was replaced with a new one and the ipg was replaced electively. Postoperatively the patient was receiving effective stimulation.

Manufacturer narrative:
Evaluation results - the complaint about "invalid impedance" was confirmed. As received, microscopic inspection of the returned lead model 3186 revealed a kink with broken wires were observed approximately 12.5 from the stim end. A cam mark distal to the kink. The distance from the cam mark to the fracture (broken wires) was measured to be 34mm. When the swift lock anchor was aligned to the cam mark, the location of the broken wires corresponded to the distal end of the anchor. The damage observed is consistent with overstress the lead was subjected to at the distal end of the swift-lock anchor while the lead was in the patient. The anchor locking mechanisms was exercised in the locked and unlocked position without any anomalies felt or observed. The returned lead and a lab lead were inserted in the anchor and it functioned as designed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.